Event description:
Ventilator stopped ventilating on a patient - had to hand-bag as a backup. No injury to patient.

Manufacturer narrative:
Still waiting for return, despite follow-up phone calls. Will send another report on evaluation.